Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 27, 2016, (B)(4).

Event description:
It was reported that the end user had an allergic reaction to the eakin product that he had been using for 2 years. He stated he started having an irritation approximately 4-5 months ago, and was prescribed fluconazole (3 tablets), and advised to repeat the dosage if needed. He took the initial dose and the infection healed up and then had to repeat the (3) tablets months later for recurrence. He switched out of the product and put in a brava ring and the irritation has since healed up. No further details have been provided to date.